Event description:
The reporter stated the surgeon inserted an eyeonics lens and the lens tore. The incision was enlarged to remove the lens and another lens was implanted. The patient's current prognosis is good. The reporter stated it was the surgeon's opinion that the cause of the iol damage was due to the injector and cartridge.

Manufacturer narrative:
Method: injector lot number search; cartridge lot number search. Results: an injector lot number search was performed and two similar complaints were found. A cartridge lot number search was performed and eleven similar complaints were found.